Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, cardiac tamponade was confirmed. Pericardial puncture was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition. Extended hospitalization was not required as a result of the adverse event. Physician¿s causality opinion is unknown. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. No error messages were observed on any biosense webster, inc. Equipment. The flow was set with normal settings for thermocool catheter.